Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Company representative reported via email that the customer was hospitalized for high blood glucose. Customer's blood glucose was over 1000 mg/dl. Customer was on a trip and he ran out of insulin. Customer declined being contacted. Customer will not be returning the device for analysis.